Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 ,lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that a remote monitoring transmission was received and reviewed. High threshold was noted on the right ventricular (rv) lead. The right atrial (ra) lead was noted to have failed the lead position check. The leads remain in use. No patient complications have been reported as a result of this event.